Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogating the pulse generator, it was discovered that the atrial and right ventricular leads exhibited noise oversensing. The noise and pacing inhibition were observed during isometric testing in clinic. The patient was not symptomatic. Due to high amplitude of the noise signals, programming changes were not recommended. On (B)(6) 2019, the patient presented for a lead revision procedure. During the procedure, the physician noted that there was fluid inside the insulation of both leads. The leads were explanted and replaced successfully. The patient was discharged from the hospital post procedure. Related manufacturer reference number: 2017865-2019-14162.

Manufacturer narrative:
The reported events of noise and fluid found inside the lead insulation were confirmed. Final analysis found the complete lead was returned in one piece and was measured at 51.9 cm. External insulation abrasion breaching the outer insulation exposing the outer coil was found at 10.5 to 10.7 cm from the connector pin. Body fluid was noted inside the insulation at this location. The cause of the external insulation abrasion was consistent with friction to the device can.